Event description:
On or around 06/03/1999, the account received a negative axsym hcv 3.0 result of 0.17 s/co. Riba testing gave a positive result. The sample was then retested with the same lot of reagents on the axsym and a positive result of 7.75 s/co was obtained. No further information provided by the account. No report of injury.